Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Chin j cerebrovasc dis,jan. 18, 2018,vol. 15,no. 1. Medium and long-term effects of pipeline embolization device for the treatment of large and giant intracranial anterior circulation. Aneurysms. Gai yanting,peng fangqiang, tan shubin, li yanjiang, liu mindi, wang wei, jian xinge, song donglei. Donglei brain doctor group, shanghai,china medtronic received a report from a literature article regarding the medium and long term effects and safety of pipeline embolization device (ped) for the treatment of large and giant intracranial anterior circulation aneurysms. The study was performed from dec 2014 to dec 2016. 36 patients were involved in the study, the mean diameter of the aneurysms was 16.6mm 8 aneurysms were located in the carotid cavernous sinus segment, 22 in the ophthalmic artery segment, 5 in the internal carotid artery posterior communicating segment, and 1 in the m1 segment of middle cerebral artery. 7 aneurysms were treated with the pipeline, 28 with the pipeline and coil. After 6 month follow-up, 1 aneurysm was occluded subtotally, 2 were not cured. MRI confirmed after operation that 10 patients had asymptomatic scattered spotted ischemic foci, 4 had cerebral parenchymal hemorrhage, 1 of them died, 1 recovered well after treatment, and the other 2 were asymptomatic cerebral hemorrhage.